Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform the displacement test due to blank display. Pump received with cracked battery tube threads.

Event description:
It was reported that the battery compartment was damaged. It was reported that the spring in the battery compartment was broken. Customer's blood glucose was unknown. Insulin pump is expected to return for failure analysis.